Event description:
It was reported that the pump stopped all insulin delivery. There was no impact to the customer's blood glucose level. The customer stated the pump had been taken in the pool earlier that day.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.